Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed noting this was functional undersensing and assisted the field representative with turning atrial pacing off in mode switch as it was causing some competitive pacing and function rv undersensing. This patient was not pacemaker dependent at this time. Ts discussed programming optimization but that the rv functional undersensing was due to automatic gain control (agc) and that this likely would not be mitigated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.